Manufacturer narrative:
Concomitant medical products: product ID: 37751, lot/serial#: (B)(4), product type: recharger. Product ID: 37761, lot/serial#: (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4). Non-healthcare professional. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) did not think that implantable neurostimulator recharger (insr) was charging his ins. The consumer stated that the pt was in pain and was experiencing a return of symptoms. The consumer was not with the device or pt during the call so troubleshooting could not be performed. It was noted that the health care professional (hcp) name was unknown. The consumer called back with the pt and insr. It was stated that the insr was not powering up and the connector pin broke off and fitted loosely in the insr. The pt was transferred to repair and the insr was replaced. The pt reported the weight at the time of the event and stated that they were able to charge but it only lasted 2 or 3 days. An out of box failure was not reported. No further complications were reported.